Event description:
In 2007, the company rec'd a report where it was claimed that the device developed a "cuff leak" during pt use. Replacement of the tube was required. This report is associated to the third occurrence in 936999-2007-00118.